Event description:
The customer called for help with her new meter. She stated, that she performed control tests and received results of "hi" and "lo." The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. While attempting to troubleshoot the meter, the customer ended the call. Attempts to contact the customer have not been successful. No product will be returned at this time.